Manufacturer narrative:
Product was not returned to zimmer biomet for investigation, without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to pain being subjective. Lot number is necessary for review of device history records, and the lot number is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial left oxford knee procedure on (B)(6) 2007. Patient reported right knee pain and both hips being painful on (B)(6) 2008. Patient expired on (B)(6) 2009 due to unknown causes with implants believed to still be in situ.